Event description:
A malfunction on the pump was reported by the caller. The customer was unsure if the issue caused their blood glucose level to exceed 500 mg/dl, and there was no additional information regarding its impact on their blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue. The customer was advised to continue using the pump and to contact technical support if the malfunction code recurred, which did not happen after the reset.